Event description:
Tip of hcs screw broke off during surgery. Tapping grooves broke during normal insertion of the hcs. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional investigation found that the measurable dimensions of the hcs screw were checked and found to be compliant with drawings and specifications. As the lot number is unknown we are unable to determine the exact production period and related production documentation. We confirm that our screws are manufactured in compliant with specifications and international standards. The device history record could not be completed and no conclusion could be drawn as no lot number was provided. No manufacturing defect was established. The x-rays do not provide any indications as to be possible cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).